Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported during embolization of an aneurysm in the mca, the embolization coil got stuck in the microcatheter and unintentionally detached. The microcatheter and coil were removed from the patient and replaced with a new set and successfully completed the procedure. There was not report or harm or injury to the patient.

Manufacturer narrative:
The reported complaint is unconfirmed. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant severely stretched/damaged from the proximal end to the distal end and to be attached to the pusher. No indication of using a detachment controller was found on the pusher's heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.